Event description:
It was reported that during an unk procedure, the clip would not clamp properly and hold the clips in place ref no el5ml. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue "he clip would not clamp properly" was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Did the clip not hold on the vessel or tissue once placed? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? For "another clip applier complaint" do you have the complaint submission numbers (pc numbers)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.